Event description:
It was reported that the bd syringe 5ml ll sp125 barrel cracked. The following information was provided by the initial reporter: material # 309646. Batch # unknown. Verbatim: rcc received a complaint via email. Product code: 309646. Product description: syringe hypo 5cc l/l bx/125 p36. Lot/serial #: 287044. Expiry date: unknown. Problem information: product concern ticket number: (B)(4) date of incident: (B)(6) 2025 concern description: cracks on syringe barrel, noticed by nursing staff and pharmacy staff after syringe was filled. Possible sterility concerns as crack could allow outside air to contaminate drug solution within syringe. Occurrences: (B)(4).

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.